Event description:
It was reported that the insulin pump fell on the floor when customer was changing his set and had blank screen. Customer changed the battery but it did not work. Troubleshooting was done. Customer's blood glucose was 76 mg/dl. During the troubleshooting, the screen did not return. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further info provided.

Manufacturer narrative:
Insulin pump received with blank display, due to battery tube connector not plugged in properly. Insulin pump had minor scratches display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.